Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine follow-up. Upon review, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing during ventricular pacing. The patient did not experience any adverse events during the oversensing. Programming changes were made. The patient was stable before, during, and after the event.